Event description:
The customer contact reported an unrequested bolus dose was delivered. The pump was programmed to deliver morphine 100mg/100ml, in the bolus only mode, with a 1ml bolus dose, a 6 minute lockout, and a 10ml one hour limit. After an unspecified length of time in use, the nurse reported hearing repeated chirping of the device indicating frequent bolus demands. The nurse went into the pt's room and noted the pt was not pressing the button on the bolus cord; however, bolus demands were being requested. The pump and bolus cord were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. The customer contact stated "the nurse reported 251 demands" but "only 2 doses were delivered and none before the lockout period." During visual examination at the user facility, the customer reported that the strain relief on the bolus cord was cracked, but there were no exposed wires. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. (B) (4)